Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: deflation: observed, more than three openings on radius/posterior side assessed as surgical damage. Additional observations: creases are observed. Wear abrasion is observed. Yellow particles in device inner surface are observed. No further actions are required since no issue in the manufacturing of the device is observed." Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.